Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted was attempted to be placed in the left bundle area. However, during repositioning, the helix became trapped and snapped off the lead. This lead was replaced with the same model. No adverse patient effects were reported.